Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the physician noted that the stylet was not seating appropriately in the lead during the implant procedure. As a result, the lead was difficult to steer. Multiple stylets were tried from the kit and ultimately the hcp was able to place the lead. No symptoms or complications were reported.